Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The insulin pump received with cracked case at the display window corners, minor scratched lcd window, scratched reservoir tube window and cracked reservoir tube lip

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the buttons on the insulin pump was unresponsive. Customer's blood glucose was unknown. The customer could not recall any significant events leading to the keypad issues. Customer reported possible moisture exposure to the insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.